Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) was delivering inappropriate atp due to incorrect interception of signal. Programming changes were performed. There were no patient consequences.